Event description:
It was reported the left monitor had no video image during start up and the system froze on the 5 arrows. This was likely a system lock up. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.